Manufacturer narrative:
The pump was received with an intermittent button response due to the corroded keypad traces. There were no button error alarms noted. The pump was received with minor scratches on the lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 170 mg/dl at the time of the incident. Customer stated that she cannot clear the alarm. Customer has removed the battery for 10 minutes twice and she still cannot clear the alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.